Event description:
On (B)(6) 2013 the reporter contacted animas alleging a casing/condition issue. This complaint is against the battery cap alone. The reporter stated that the battery cap needed to be replaced. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.